Manufacturer narrative:
Concomitant product: 5076-45 lead, implanted: (B)(6) 2008; 7121 st. Jude lead, implanted: (B)(6) 2008.

Event description:
It was reported that the left ventricular (lv) lead exhibited rising thresholds to high values. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.